Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that both pumps were currently beeping and error code "no disposable, pump won't run" presented. Pt confirmed that the cassette was in place properly and they tried it with both pumps. Advised pt to mix a new cassette, and if it still has any issues it is likely a cassette issue. No patient injury was reported.